Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no.: 320122 batch no.: 9338791 consumer reported, when taking injection, no insulin flow. Stated, even if the needle primes, she cannot dispense the complete dosage with the one pen needle, she has to grab a second pen needle to complete her dosage. Date of event: unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no.: 320122, batch no.: 9338791. Consumer reported, when taking injection, no insulin flow. Stated, even if the needle primes, she cannot dispense the complete dosage with the one pen needle, she has to grab a second pen needle to complete her dosage. Date of event: unknown.